Manufacturer narrative:
A review of the available information was performed. The manufacturing records for lot 17mgx005 were reviewed and it was confirmed that all records were controlled, available for review, and met all specification per the device master record. All lots passed functional testing and met release specifications. During the investigation, no non-conformances or deviations were noted. A review of the available information was performed. On may 9 the surgeon performed a duodenum-pancreatomy using the whipple technique on a patient for a distal carcinoma of the bile duct. He performed three anastomoses and used bioglue 10 ml on two of them; 3ml were used in each anastomosis. The surgeon used prolene sutures in the anastomosis as well. On may 21 the patient was re-operated on for internal bleeding. During the re-operation the surgeon noticed that the suture thread disintegrated just in the two anastomoses where bioglue was applied. The final procedure was successful but the patient passed away in the ICU on may 22. Additional information was received, ¿had not bled, there was intestinal fluid triggered by the degeneration of the suture.¿ the surgeon was experienced with using bioglue in liver resections however this was his first use of bioglue for this indication. Using bioglue on the pancreas is an approved indication outside of the us and has been reported in literature (klein 2017, fisher 2008). Neither of the two previously published retrospective studies reported degeneration of sutures. Bioglue has never been noted to degrade prolene suture. Should the suture loosen due to loss of tissue integrity or as a result of surgical technique, leakage of pancreatic fluid could come into contact with bioglue. Pancreatic fluid is known to contain proteolytic enzymes which may degrade the bioglue. Bioglue degrades through proteolysis as described in the IFU. The root cause of the reported event is unknown. However, there has been no evidence to suggest that bioglue directly degrades prolene sutures. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "yesterday, the commercial adviser in her normal field management, visited (surgeon) who reported that something very unusual happened to him during a surgery with a patient and he believes that it was related to bioglue. Surgeon has a lot of experience and good results with bioglue in previous procedures and uses it in all liver resections. The patient was operated on for a distal carcinoma of the bile duct on may 9, the procedure was a duodenum-pancreatectomy, the doctor used the whipple technique; he performed three anastomoses and decided to use bioglue 10ml in two of them (for the first time in this pathology). The patient presented complications (internal bleeding) and had to be reoperated on may 21, where the surgeon noticed that the suture thread disintegrated just in the two anastomoses where bioglue was applied; the final procedure was successful but unfortunately the patient died in the intensive care unit on may 22."

Manufacturer narrative:
This investigation is currently ongoing.  Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "yesterday, the commercial adviser in her normal field management, visited [surgeon] who reported that something very unusual happened to him during a surgery with a patient and he believes that it was related to bioglue. [Surgeon] has a lot of experience and good results with bioglue in previous procedures and uses it in all liver resections. The patient was operated on for a distal carcinoma of the bile duct on (B)(6), the procedure was a duodenum-pancreatectomy, the doctor used the whipple technique; he performed three anastomoses and decided to use bioglue 10ml in two of them (for the first time in this pathology). The patient presented complications (internal bleeding) and had to be reoperated on (B)(6), where the surgeon noticed that the suture thread disintegrated just in the two anastomoses where bioglue was applied; the final procedure was successful but unfortunately the patient died in the intensive care unit on (B)(6)."